Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023 and during a subsequent appointment with the physician the staff noted that the surgical wound had not healed and one of the implanted leads was slightly exposed through the surgical wound. The exposed lead was explanted to allow the wound to heal on (B)(6) 2023 and the patient was prescribed prophylactic antibiotics.

Manufacturer narrative:
Patient reports not currently having any pain at the incision site and, at the time of reporting, there have been no cultures taken to confirm or rule out infection. Mal-healing of surgical incisions is a known risk of invasive procedures.